Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) powered on the system-1 and the perfusion screen came up. There was no response when the ccp touched the touchscreen of the central control monitor (ccm). The ccp turned "off" the system and powered it "on" again and there was no change. The ccp tried a third time, and the system-1 powered up properly. As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The software data logs were received by the manufacturer on (B)(4) 2014 for evaluation. The subsidiary service engineer can not duplicate the reported complaint.